Manufacturer narrative:
Device passed the displacement test. Device received with cracked retainer. The test infusion set or reservoir remains in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
Device passed the displacement test. Device received with cracked retainer. The test infusion set or reservoir remains in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was loose. Customer stated that the insulin pump neither bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.